Event description:
This is a spontaneous report by a nurse from (B)(6) of reused equipment/reused mask and peritonitis in a patient while receiving peritoneal dialysis (pd) therapy. On an unreported date, the patient reused his mask. On (B)(6) 2010, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent, and was hospitalized. The patient was treated with unspecified antibiotics. The reporter considered the cause of the peritonitis was the patient reusing his mask. Dianeal pd4 unknown bag therapy was ongoing. The peritonitis was reported as resolving. The reporter considered the peritonitis to be unrelated to dianeal pd4 unknown bag therapy and related to the patient reusing his mask.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.